Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual and microscopic examination identified that the device had been inflated and had not been refolded. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 13mm proximal of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination of the shaft identified a severe kink located approximately 6mm proximal of the distal markerband of the device. During inflation of the balloon liquid was noted to be exiting from the tip of the device which is consistent with a guidewire lumen breach. The lumen breach may have been a result of the guidewire meeting resistance when encountering the severe kink in the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. After a 5fr non-bsc introducer sheath was engaged, a non-bsc guidewire was advanced and crossed the lesion. When the guidewire had slightly crossed the anastomotic portion of the lesion, a 4.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon seemed to have ruptured. The balloon was left in an inflated state and the guidewire was removed to perform angiography of the arterial side. Then angiography was discontinued as the physician felt that there was an issue. Leakage was noticed from the wire lumen of the device. The guidewire was inserted again however it failed to advance. The balloon catheter was slowly removed from the patient's body and the procedure was completed with a 4x40 mustang balloon catheter. No patient complications nor injuries were reported.